Event description:
Lab designed zirconia abutment fractured at platform all the way up. Abutment placed over a year ago. No patient injury.

Manufacturer narrative:
Investigation results: the abutment fractured at the hex and on the mesial side. The DHR and shape review shows the customer's design to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole.

Manufacturer narrative:
Device not yet received for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.